Event description:
It was reported that the device was explanted due to regurgitation. Reportedly, while attempting to take the patient off pump, the intra op tee revealed regurgitation. It was reported that the device was discarded.

Manufacturer narrative:
Reportedly, the device was discarded.